Manufacturer narrative:
Device eval: one smiths medical cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed the screen was scratched. Review of the event history log showed the pump displayed the following event: 1014> error 1660 4/19/2019 4:59:00 pm functional testing involved powering up the pump and showed the device displayed error code 1660 which indicated an issue with the processor or the circuit board. The circuit board was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating that there was no patient involvement.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited "error code 1660". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.